Manufacturer narrative:
Device analysis report attached. This report is submitted on november 14, 2022.

Manufacturer narrative:
This report is submitted on october 06, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of electrode array (specific date not reported). Reimplantation is planned but had not taken place at the time of this report.